Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender characteristics is male. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: the importance of anaesthesia in atrial fibrillation ablation: comparing conscious sedation with general anaesthesia. Indian pacing and electrophysiology journal 23 (2023) 47-52. Doi: 10.1016/j.ipej.2022.12.001 if information is provided in the future, a supplemental report will be issued.

Event description:
Literature was reviewed regarding cryoballoon ablation. The authors described patients who experienced procedural complications, which included pericardial tamponades, both were treated with a subcostal drain, and one transient ischemic attack (tia). There were minor complications which included groin hematomas, neither required an intervention, transient hemoptysis, and transient phrenic palsies. The status of the catheters and sheaths is unknown. No additional adverse patient effects were reported.